Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the patient's wife that they were not sure it was working, and that they tried to use the patient programmer (complicated hand held) yesterday and couldn't do it due to poor communication. The caller clarified later in the call that the patient had been going more at night. In regards to the programmer's poor communication, the caller also noted the batteries had been "out of it" prior to their attempt to use the programmer. While on the call, the caller was assisted with patient programmer education issues and initially the caller got poor communication. Trouble shooting was attempted to try and resolve the poor communication with changing batteries, repositioning the antenna, with and without the antenna but the issue was not resolved. The caller reported the patient had been through the airport "quite a bit" lately and wondered if that threw "this thing off?" The caller noted the pati ent gets patted down but they do not turn the stimulation off when they go through. It was reviewed with the caller that without the programmer working, they were unable to check. The caller mentioned the last time they did anything was when they called in october of last year and were told to monitor. A replacement programmer was sent to the patient for "no telemetry with or without the antenna". To resolve the symptoms the caller was redirected to follow up with the health care provider (hcp). It was noted that they were leaving on saturday. There were no further complications reported/anticipated.

Manufacturer narrative:
Device code (B)(4) also applies. If information is provided in the future, a supplemental report will be issued.